Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received two appropriate treatments, one which converted the arrhythmia to a slower rhythm and one which resulted in post shock asystole. The patient also received an inappropriate treatment. The device was started up at 18:10:56 on (B)(6) 2022. At 17:58:18, an arrhythmia was detected. ECG shows svt @ 150 bpm with nsvt degrading to vt @ 290 bpm with motion artifact. At 17:58:53, the patient received the first appropriate treatment. The rhythm at the time of treatment was vt @ 190 bpm. The post shock rhythm was sinus bradycardia @ 30 bpm. At 18:01:19, an arrhythmia was detected. ECG shows vf. At 18:01:51, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 18:02:26, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The rhythm at the time of treatment was sinus bradycardia @ 30 bpm. The post shock rhythm was sinus rhythm/tachycardia from 60-130 bpm with pvcs. The device was shut down at 18:47:47 on (B)(6) 2022.